Manufacturer narrative:
Per the user guide: do not use any other insulin with your system other than u-100 humalog® or novolog®. Only humalog® and novolog® have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer changed the pump supplies to address the issue, however, insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer had been using cartridges filled with apidra. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer's blood glucose ranged between 149-313mg/dl. Reportedly the customer reverted to manual injections for insulin therapy.